Manufacturer narrative:
Siemens filed initial MDR 2432235-2020-00001 on (B)(6) 2020. Additional information (B)(6) 2020): the customer reported that quality controls (qcs) for cardiac troponin I (tni-ultra) were not performed on the day of the event. The discordant result was obtained using a reagent pack that was at the end of the usable reagent level/count. There is no indication of an instrument malfunction as correct results were produced on the instrument when the sample was repeated, in duplicate, using a different reagent pack. The reagent lot is expired and therefore, no further investigation can be performed. Siemens determined that a preanalytical issue with the sample or a reagent pack storage/handling issue potentially contributed to the discordant, falsely elevated tni-ultra result. The result code and conclusion code of section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on a patient sample on an advia centaur xp instrument. The customer indicated that quality controls (qcs) were within acceptable ranges on the day of the event. There were no instrument errors when the discordant result was obtained. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on a patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). Since the reagent in the reagent pack was depleted, the operator replaced the reagent pack and reran the sample twice on the same instrument. The repeat results were lower than the discordant result and aligned with the clinical status for this patient. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.